Manufacturer narrative:
Complaint conclusion: history and complaint: this complaint involves a patient who was treated for a left common iliac stenosis. During the initial procedure, the patient had an 8 x 18mm palmaz genesis stent implanted in the left common iliac artery. The target lesion was eccentric, calcified, 15mm in length and with approximately 80% stenosis. As per clinical report, 17 months later, the patient returned with occlusion of the left common iliac artery which was treated with thrombolysis and in-stent angioplasty. Approximately three months later, the stent reoccluded. The treating physician noted the stent to be "fractured and dislocated" with some migration of the stent fragments. This was again treated with thrombolysis and placement of a 9x40mm lifestent. Observations: two cd-roms containing multiple cine images are submitted for review. The dates of most of the images are (B)(6) 2010 and one file set is (B)(6) 2010. Full evaluation is difficult as the dates of all of the cine images are essentially the same. No images are provided of the original genesis stent implantation procedure. Pelvic angiogram performed from right common femoral vein approach shows a segmental occlusion of the left common iliac artery. Multiple pelvic collaterals reconstitute the left external/internal iliac artery at the iliac bifurcation. The right common iliac artery stent is widely patent. The right external iliac artery is within normal limits. Following an over the bifurcation approach, thrombolysis was performed which resulted in reestablishment of a flow channel. A smart stent within the right common iliac artery is widely patent. There is a genesis stent within the left common iliac artery. There has been interval fracture of the stent. A fracture fragment is seen adjacent to the proximal aspect of the right common iliac stent. Using a bilateral retrograde approach, a lifestent is placed within the left common iliac artery using kissing balloon technique. The stent fragment is wedged between the 2 common iliac stents. Contrast injection shows excellent angiographic result with restoration of flow in the common iliac arteries bilaterally. There is focal stenosis of the distal left common iliac artery. Following angioplasty this focal stenosis is improved. The stent fragment remains wedged at the level of the aortic bifurcation. There is no significant residual stenosis. Pelvic arteriogram performed from the right common femoral approach shows in stent restenosis of a left common iliac artery genesis stent in place. The stent is fractured. A proximal fracture fragment is seen adjacent to a right common iliac artery stent in place. Subsequent images show improved luminal diameter. This may be secondary to angioplasty. Conclusion: this complaint involves a patient who underwent endovascular repair of a left common iliac artery stenosis. 17 months after placement of a genesis palmaz stent, the stent occluded. Following thrombolysis and angioplasty, there is restoration of flow through the left common iliac artery. Three months later, the stent reoccluded requiring placement of a second stent. At this time, the stent was noted to be fractured with proximal fragment migrated to the origin of the right common iliac artery stent in place. The proximal stent fragment remains wedged between the 2 kissing iliac stents. This evaluation is limited as no images from the initial implantation procedure are available. Well documented potential complication of stent placement is subsequent intimal hyperplasia and occlusion. In this patient, this happened at 17 months which is well within accepted standards. The stent was noted to be fractured at this time. It is unclear from the images provided the condition of the stent at the time of initial placement. The treating physician did not recognize the fractured stent at the time of the first occlusion. The occlusion was treated appropriately with thrombolysis and angioplasty. The patient returned 3 months later with reocclusion. At this time the fracture was recognized and a second stent was placed. Full evaluation of the complaint is limited from the paucity of information provided. I cannot directly correlate the clinical event to product malfunction. The treating physician handled the complication correctly with placement of additional stent and by jailing the stent fragment between the 2 iliac stents. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
A patient underwent a stent fracture and separation with some migration that resulted in stent occlusion due to thrombosis. At the time of the index procedure, the patient had an 8.0 x 18mm cordis palmaz genesis stent implanted in the left common iliac artery with kissing balloon technique. The lesion was located at a bifurcation and was calcified and 15mm in length, with 70 to 80% stenosis. Approximately 17 months later, the patient experienced an occlusion of the left common iliac artery stent and underwent thrombolysis and in-stent percutaneous transluminal angioplasty (pta). In retrospect, the struts were visibly broken, but at the time it was not diagnosed. Approximately three months later, the stent was again occluded and it was noted to be fractured and "dislocated" with some migration of the separated portion of the stent. This was treated with thrombolysis and the implantation of a 9.0 x 40mm lifestent.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.